Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) is not working and not showing a change in the window as tension is applied. There was no reported patient injury. The physician attempted to forcefully deploy the exoseal and pressed the deployment button, but closure failed, leading to the use of manual compression instead. The exoseal vcd was used in an interventional uterine artery embolization procedure via a retrograde approach. The device was stored and prepped according to the IFU, and the physician, who has been using the exoseal for 10-12 years and is one of the most experienced in australia, was certified in its use. There were no visible signs of damage to the device or its packaging prior to use. The vcd was used with a 5f non-cordis sheath. The puncture femoral site showed no abnormalities, with suitability verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50%, no recent closure devices or manual compression, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. Although the physician did not rest their thumb on the plug deployment button during retraction, they were prepared to press it as indicators changed. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or visible. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) is not working and not showing a change in the window as tension is applied. There was no reported patient injury. The physician attempted to forcefully deploy the exoseal and pressed the deployment button, but closure failed, leading to the use of manual compression instead. The exoseal vcd was used in an interventional uterine artery embolization procedure via a retrograde approach. The device was stored and prepped according to the IFU, and the physician, who has been using the exoseal for ten to twelve years and is one of the most experienced in australia, was certified in its use. There were no visible signs of damage to the device or its packaging prior to use. The vcd was used with a 5f non-cordis sheath. The puncture femoral site showed no abnormalities, with suitability verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50%, no recent closure devices or manual compression, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. Although the physician did not rest their thumb on the plug deployment button during retraction, they were prepared to press it as indicators changed. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed or visible. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) is not working and not showing a change in the window as tension is applied. There was no reported patient injury. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) is not working and not showing a change in the window as tension is applied. There was no reported patient injury. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.